Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge fse that encountered the issue, replaced the batteries to fix the problem. As part of the pm, the fse had also replaced the expired safety disk, and the worn top cover concealments. The fse then completed the pm performing a full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) failed the battery run time test. Battery runtime was of 102 minutes, when minimum runtime spec is 135 minutes. There was no patient involvement, and no adverse event reported.